Event description:
Material no: 383590 .batch no: 8197553 . It was reported that when pushing in ns, it squirted out of the extension tubing. And was noted to have a break between the tubing and the cap. Summary of event writer went to flush the piv in patient's foot (saline locked). When pushing in ns, it squirted out of the extention tubing. Noted to have a break between the plastic tubing and the cap. Not able to replace as it is a set connected to the actual IV catheter. IV was clamped.

Manufacturer narrative:
The correction is as follows: date received by manufacturer: 2019-04-30.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8197553. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample submitted was reviewed by our quality engineers, they found the damage sustained by the device cannot be caused during the course of the manufacturing process. Based on observations of the damaged section of the device suggests the unit came into contact with a cutting instrument during the course of use. Conclusion: this condition can be a customer related issue or an overstress handling in the bonding area of device, this due that the tubing was cut or damage, it is important consider that a part of the tubing was keep join to the luer component, it confirm that the tubing was cut from the luer join.

Event description:
It was reported that leakage occurred with a bd nexiva¿ diffusics¿ closed IV catheter system. The following information was provided by the initial reporter: "when pushing in ns, it squirted out of the extension tubing. And was noted to have a break between the tubing and the cap. Summary of event: writer went to flush the piv in patient's foot (saline locked). When pushing in ns, it squirted out of the extension tubing. Noted to have a break between the plastic tubing and the cap. Not able to replace as it is a set connected to the actual IV catheter. IV was clamped."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd nexiva¿ diffusics¿ closed IV catheter system. The following information was provided by the initial reporter, "when pushing in ns, it squirted out of the extension tubing. And was noted to have a break between the tubing and the cap. Summary of event: writer went to flush the piv in patient's foot (saline locked). When pushing in ns, it squirted out of the extension tubing. Noted to have a break between the plastic tubing and the cap. Not able to replace as it is a set connected to the actual IV catheter. IV was clamped."